Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted . The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03352. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation concurrently with hysterectomy on (B)(6) 2005 due to urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, recurrence and bleeding. It was reported that patient underwent repair of vaginal mesh erosion on (B)(6) 2011 due to mesh erosion which caused infection. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with vaginal hysterectomy, bilateral salpingo-oophorectomy, and anterior-posterior colporrhaphy.